Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and the insulin had been leaking under the adhesive patch. The blood glucose reading was 450 mg/dl. The customer treated with manual injections. The customer also reported that there was an infection at the insertion site, the skin tore after removing the adhesive patch and that there was a cyst. The insulin pump was not replaced or returned for analysis.